Event description:
A report was received from a user facility in (B)(6) indicating that some particles have been detected in the pts eye. The doctor believes the particle are metallic coming from the tip of the phaco handpiece. No further info has been received regarding the pts conditions.

Manufacturer narrative:
This report is related to the event reported on mdrs # 1920664-2014-00206, 00207, 00209, 00210, 00211, 00212, 00213. Sterilization and lot history records were reviewed and no exceptions were found.